Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during basal. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer states insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer stated that they perform displacement test and it was passed. The device will be returned for analysis.